Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt parent reported that her daughter had pulled out the cannula possibly due to her swimming activity. She did not smell or feel insulin on her skin. The pod was secured on her body but the cannula was out. The cannula looks curved towards the cannula window. The pink slide insert did move forward. Here blood glucose, carbohydrate intake and insulin history are as follows: time: 9:55am; bg mg/dl: 250. Time: 9:56am; cho (g): 30; bolus (u): 2.9. Time: 1:34pm; bg mg/dl: 117; cho (g): 30; bolus (u): 2.0. Time: 7:52pm; bg mg/dl: 124. Time: 8:54pm; cho (g): 30; bolus (u): 1.85. Time: 9:48pm; bg mg/dl: 358. Time: 9:50pm; cho (g): 17. Time: 9:51pm; bolus (u): 2.0. Time: 11:07pm; bg mg/dl: "high" (greater than 500). At 11:12 pm the pod was deactivated.